Event description:
During the procedure, difficulty was encountered cannulating the contralateral limb. Initally, it appeared that the check mark on the contralateral limb was a little anterior. After attempting to manipulate the device into position during the second injection of contrast, the pink hub of the inner cannula blew off. At that point, all fluoroscopy was lost and the device was deployed "blind." The physican thought the graft was in a good position and deployed the suprarenal stent. The device was then deployed out of sequence. The ipsilateral iliac leg graft was placed and an "up and over" technique was used to cannulate the contralateral limb. Multiple attempts were unsuccessful. A final attempt to access the contralateral side involved placing the delivery wire up the left common iliac artery. It appears that the deployed ipsilateral leg graft had provided the needed stability in the graft to access the contralateral limb. Contralateral iliac leg graft was deployed into the limb of the main body graft. Final angiogram did not detect any visible signs of an endoleak.